Event description:
It has been reported to philips that there was an error on the c-arc roll movement. The system was in clinical use. No harm has been reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has started an investigation of this complaint. A philips service engineer inspected the system onsite and confirmed the reported issue. Troubleshooting actions revealed that the advanced motion controls (amc) servo drive was faulty. The part was replaced and position and current calibration was performed, after which the system was returned to use in good working order. Investigation is still in process and has not yet been completed. Codes were updated based on the investigation status.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) troubleshot the system on site. As part of the troubleshooting steps, the advanced motion controls (amc) servo drive was checked. It was eventually identified that there was an issue with the system's clea2 c-arc rotation motor. After replacing the rotation motor and performing position and current calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.